Event description:
It was reported the cable was stretched on the prograsp forceps instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable derailed. The housing was removed to find the pitch cable derailed at the clamping pulley. The pulley grooves exhibited a white residue. The other backend cables were not damaged. An additional observation not reported was a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.